Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
Note: this report pertains to the first of three resolution 360 ultra clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an unknown procedure. The exact procedure date was unknown. During the procedure, the clips did not remain attached to the catheter while the device was being advanced through the scope. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.